Manufacturer narrative:
Correction to h11: product event summary: the pscc100 loop catheter with lot number 0012419833 was returned and analyzed. Visual inspection was performed and the spiral array was knotted, the distal arm spiral array was pinched, and the proximal arm spiral array was torn. The catheter was received with a guidewire threaded through it. The steering function was normal, allowing approximately 170° rotation of the distal catheter tip in both directions, but the slider was stuck. The capture device shape appeared normal with no unusual features. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood limiting its full range of motion. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connecting to the generator via a test catheter interface cable, enabling successful therapy delivery. X-ray imaging revealed that the electrode wires were entangled within the shaft area. X-ray imaging and dissection revealed tangled electrode wires approximately 43 inches from the handle's nose. The hipot and electrical continuity tests confirmed the integrity of the electrode wire insulation and electrical continuity, with no signs of detachment or breakage. In conclusion, the reported knotted array issue was confirmed during testing and the loop catheter failed the returned product inspection due to a knotted array, a distal arm spiral array pinch, and the proximal arm torn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, there was resistance when retracting the loop catheter into the sheath. It was surmised that the catheter folded over on itself during the procedure. The catheter and sheath were removed from the patient and it was noted that the distal tip of the loop catheter was knotted. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012419833 was returned and analyzed. Visual inspection was performed and the spiral array was knotted, the spiral array pebax tube was pinched, and the distal arm spiral array was pinched, and the proximal arm spiral array was torn, though it remained intact with no other visible issues. The catheter was received with a guidewire threaded through it. The steering function was normal, allowing approximately 170° rotation of the distal catheter tip in both directions, but the slider was stuck. The capture device shape appeared normal with no unusual features. The catheter was connected securely to a test catheter interface cable without resistance, with both latches fully engaging the catheter connector. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. However, the slide control mechanism was stiff, limiting its full range of motion. The catheter was reprogrammed before connecting to the generator via a test catheter interface cable, enabling successful therapy delivery. The hipot and electrical continuity tests confirmed the integrity of the electrode wire insulation and electrical continuity, with no signs of detachment or breakage. X-ray imaging and dissection revealed tangled electrode wires approximately 43 inches from the handle's nose. In conclusion, the reported knotted array issue was confirmed during testing and the loop catheter failed the returned product inspection due to a knotted array, spiral array pebax tube and distal arm spiral array pinch, and the proximal arm torn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.